Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 1 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device failed while in use with two battery casing devices. It was unknown if there was a delay to the surgical procedure. The procedure was completed with a spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: d10: the device availability was inadvertently documented as 1/4/2018 in the initial report. The date returned to manufacturer was corrected to 12/22/2017. Device evaluation update: upon further review of the device investigation, it was determined that the assignable root cause was inadvertently documented as wear from normal use and servicing in the initial report. The correct root cause is premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check attachment coupling. It was noted that the coupling tool side was seized, jammed and heavy moving and the coupling shaft was worn out on the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.